Event description:
Caller reported that insulin gauge displayed an amount different than expected, specifically experiencing a fill estimate issue with a static display of 50. There was no adverse impact to the customer¿s blood glucose level. Technical support explained the cause of the discrepancy, relating it to pressure variances, which would resolve as the insulin level adjusts. Caller understood the explanation.